Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance due to a latch issue. A technical support specialist (tss) stated that the field service engineer at the customer site had resolved the issue by fitting the magnet of the latch back in. The issue was resolved onsite and confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 had drawer failure, and it required physical maintenance. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.